Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the customer experienced an arterial pump stop during bypass. The perfusionist pressed the start/stop button on the control panel twice and the alarm stopped and the pump restarted. The case continued with no further incident. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the customer experienced an arterial pump stop during bypass. The perfusionist pressed the start/stop button on the control panel twice and the alarm stopped and the pump restarted. The case continued with no further incident. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the customer experienced an arterial pump stop during bypass. The perfusionist pressed the start/stop button on the control panel twice and the alarm stopped and the pump restarted. The case continued with no further incident. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate the s3 roller pump. The unit was run for 30 minutes without fault. The service representative rested the speed potentiometer using the internal speed pot function and then again using an external tester, however the reported issue could not be duplicated. An internal inspection was carried out and the wiring was checked for loose connections. No issues were discovered. The module settings and alarms were checked for the pressure, level, bubble and cardioplegia modules and all were found to be set correctly and operating according to specification. The device was returned to service. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group deutschland will monitor for trends related to this type of issue. Evaluated on site by sorin service rep.